Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test 4.0lbs due to a faulty force sensor resistor. The pump received a cracked case display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin was squirting out during manual prime on the insulin pump. Customer also received a compromised force sensor system alarm and was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose was 4.7 mmol/l. Customer stated that they were not able to successfully prime the infusion set. Customer stated that the pump was not dropped or bumped prior to the alarm occurring customer stated that the drive support cap appears okay. Customer was advised that the pump will be replaced.